Event description:
On (B)(6) 2011, it was reported that patient had hot flashes and had a refill scheduled the next day. On (B)(6) 2012, it was stated that patient had an appointment with healthcare provider (hcp) to make adjustments to pump. It was added that patient had been having symptoms ever since he received the implant; symptoms reported: loss of bowel control, kidney problems, and testosterone levels bottomed out and weight gain of (B)(6). Hcp was aware of his symptoms a myelogram was indicated to be done in the next month. Additional information obtained later indicated that patient was seen by his hcp on (B)(6) 2011, for his complaints of mid and low back pain that radiates to both legs; pump infused morphine at 1 mg/day and patient was taking roxicodone 30 mg/6-8/day. This was not controlling his pain and patient had severe leg cramps, lot of spasms in his legs and low back. The pump infusion dose was increased to morphine 2 mg and his oral meds were adjusted. Patient's medications included lyrica, marinol, roxidone, tizandine, soma, klonopin and buspar. A pump increase appointment was scheduled in (B)(6) weeks and schedule pump refill for (B)(6). On (B)(6) 2011, patient's dose was titrated for adequate pain relief; it was noted that a 100% increase on (B)(6) 2011, had made no difference in pain and caused no side effects. The new rate was set to a 50% increase to pump meds to 3mg/day. On (B)(6) 2011, a 50% increase was done as the increase on (B)(6) 2011, didn't make a difference, the morphine dose was now 4.5 mg/day. On (B)(6) 2011, it was noted that a 50% increase on (B)(6), helped some, but patient still had a lot of pain between shoulders all the time. The concentration of morphine 10mg/ml was increased to 20 mg/ml rate 4.5 mg/day (33% increases). On (B)(6) 2011, patient reported pain in between his shoulders, hips and arms, had heartburn for the past week. Morphine was increased to 6 mg/day. On (B)(6) 2012, patient had pain in mid back and hips and a 33% increase helped, but patient was sleeping a lot and had weight gain. Ptm was provided and patient was educated on its use. Patient was aware that he will be locked out of the ptm use for 3 hrs. As of (B)(6) 2012, patient complained of weight gain, not sleeping, low testosterone, constipation, urinary retention and bloating. Patient reported ptm had increased his pain and it didn't work as well as his oral medications. Pump was refilled with 40mg/ml, morphine rate 6mg/day and the plan was to schedule a pump check to ensure it is working properly. As of (B)(6) 2012, patient continued to have a lot of problems since his implant with the same symptoms reported above. It was stated that patient had been on intravenous morphine once before and had the same problems; "feel worse now than I did when I was on my old regimen". On (B)(6) 2012, it was reported that patient thought that he had been going through withdrawal and experienced acute pain in his hips knees, back and neck; nausea, loss of appetite, vomiting, diarrhea, shaking, freezing and sweating, and no control of emotions. He started to experience these after the pump was shut off on (B)(6) 2012. The patient was at home as of the date of this report. Patient felt that he started to have symptoms that he believed are caused from morphine in (B)(6) 2011. Patient then was constipated, had urinary retention, swelling, and throwing up. A myelogram was done on (B)(6) 2011 and determined everything with the pump was working properly. Patient was informed by his hcp office that he could switch over to fentanyl; but two weeks later he was only given an increase of morphine by 20mg. Patient had expressed his concerns to the hcp at the end of march and on (B)(6) 2012, hcp drained patient's pump and filled it with saline and provided patient with a dismissal letter. Patient was not given any oral medication at this time. Patient was hospitalized between (B)(6) 2012, for his symptoms and had x-rays, bladder tests and had IV's. Patient had not heard any pump alarms.

Manufacturer narrative:
Programmer: model: 8835, serial# (B)(4); catheter: model: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted:. (B)(4).